Event description:
It was reported that the 1-arm lock on the 7700 system would not hold during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lock was cleaned and adjusted during the service call. The system was tested and found to be working as intended and put back into service.